Manufacturer narrative:
The electrode serial number and expiration date were not provided. The investigation determined that the customer had not replaced the electrodes since (B)(6) 2025. Product labeling states: "on-board stability after installation, the electrode is stable for the following time period: 2 months or 9000 tests, whichever comes first. The electrodes should be replaced after this time period has expired. For replacement refer to instructions in the operator¿s manual of the applicable analyzers. The field service engineer inspected the module and found blood and crystals on top of the cuvettes, dirt near the sipper, a cut tube in the rinse unit, and a misplaced rinse pin preventing proper cuvette washing. He performed maintenance and repairs to resolve these issues. The investigation determined that the customer's off-label use and leakage/seal in the analyzer caused the event. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode assay results for one patient sample tested on the cobas 6000 c501 module. The initial result is 181 mmol/l. The repeat result is 147 mmol/l. The repeat result is 140 mmol/l. The questionable result was not reported outside the laboratory, as it was deemed high and incompatible with the patient's clinical data.